Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they have been on therapy for a few hours and the baby was still too cold in an arctic sun device. Patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, flow rate (fr) was 1.4lpm, water temperature (wt) was 38.6clpm, good pad coverage. No secondary probe in place. Explained a secondary probe to confirm the accuracy of the patient temperature may be helpful. If this patient temperature was accurate the device was responding appropriately. Explained correlation between flow rate (fr) and heater capacity and if flow rate (fr) dips below 1lpm they may need to troubleshoot that issue. No additional calls from this customer last night. Per follow up information received via phone on 15may2025, spoke with charge nurse who confirmed they had exchanged the probe on this device and the patient had actually been at temperature. They did not have information on what probe this was, and it was disposed of. Patient completed therapy.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they have been on therapy for a few hours and the baby was still too cold in an arctic sun device. Patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, flow rate (fr) was 1.4lpm, water temperature (wt) was 38.6clpm, good pad coverage. No secondary probe in place. Explained a secondary probe to confirm the accuracy of the patient temperature may be helpful. If this patient temperature was accurate the device was responding appropriately. Explained correlation between flow rate (fr) and heater capacity and if flow rate (fr) dips below 1lpm they may need to troubleshoot that issue. No additional calls from this customer last night. Per follow up information received via phone on 15may2025, spoke with charge nurse who confirmed they had exchanged the probe on this device and the patient had actually been at temperature. They did not have information on what probe this was, and it was disposed of. Patient completed therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they have been on therapy for a few hours and the baby was still too cold in an arctic sun device. Patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, flow rate (fr) was 1.4lpm, water temperature (wt) was 38.6clpm, good pad coverage. No secondary probe in place. Explained a secondary probe to confirm the accuracy of the patient temperature may be helpful. If this patient temperature was accurate the device was responding appropriately. Explained correlation between flow rate (fr) and heater capacity and if flow rate (fr) dips below 1lpm they may need to troubleshoot that issue. No additional calls from this customer last night.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated they have been on therapy for a few hours and the baby was still too cold in an arctic sun device. Patient temperature (pt) was 32.8 c, targeted temperature (tt) was 33.5 c, flow rate (fr) was 1.4 lpm, water temperature (wt) was 38.6 clpm, good pad coverage. No secondary probe in place. Explained a secondary probe to confirm the accuracy of the patient temperature may be helpful. If this patient temperature was accurate the device was responding appropriately. Explained correlation between flow rate (fr) and heater capacity and if flow rate (fr) dips below 1 lpm they may need to troubleshoot that issue. No additional calls from this customer last night. Per follow up information received via phone on 15may2025, spoke with charge nurse who confirmed they had exchanged the probe on this device and the patient had actually been at temperature. They did not have information on what probe this was, and it was disposed of. Patient completed therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.